Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device did not power up. An alternate device was employed. No other details regarding the nature of the event were provided. There were no reported consequences to a pt as a result of this event.